Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately seven years and nine months post implantation, the patient described a clunking and locking up of the knee with limited flexion and extension. The patient was then revised and the polyethylene insert was exchanged. During the revision procedure, the surgeon noticed that the center post of the bearing had broken off. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). Medical product: unknown nexgen size f lps femoral component: catalog#ni, lot#ni; unknown nexgen stemmed tibia size 5: catalog#ni, lot#ni; unknown nexgen 35mm all poly patella: catalog#ni, lot#ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use with discoloration, wear, and flared dovetail. The post of the articular surface was fractured off. The device was submitted for further analysis. The analysis determined post-fracture was potentially caused by overloading, possibly exacerbated by impingement damage to the anterior base of the post caused by contact with the intercondylar notch of the femoral component, and also possibly by misalignment between the femoral component and bearing surface. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: interval development of joint space loss noted between the femoral and tibial components on lateral time point images. Although nonspecific, this can be seen with the loss of integrity of the polyethylene lining in this region. Also noted is a nonspecific thin linear hyper-dense structure in the superior posterior joint recess at the latter time point. Root cause was unable to be determined. Per package insert, fracture and poor range of motion is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.